Event description:
It was reported to boston scientific corporation on september 10, 2008 that an endostat ii electrosurgical unit was planned for use in 2008. According to the complainant, during prep, it was noted that the unit did not have any output. Reportedly, replacing the electrical cables, the grounding pad and the foot pedal did not resolve the issue. This device was not used in the procedure.

Manufacturer narrative:
The device was not returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.